Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-22 regarding a patient receiving morphine and bupivacaine (10.0mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was non-malignant pain. Pump logs generated on (B)(6) 2015 at 14:47 indicated the pump had been stopped for 334 hours and 1 minute. A stopped pump period may exceed tube set message was noted. Per the logs, the date of the last pump update was (B)(6) 2015 at 16:46. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated "they have checked everything surrounding that date and time and had even spoken to the patient and they could find no reason that the pump stopped at that date and time." No further complications were reported/anticipated.